Event description:
It was reported that a malfunction occurred on the pump, which was identified as malfunction 6. The customer confirmed that the pump was disconnected at the time of the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the malfunction code appeared again, which the customer acknowledged and understood.